Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment via the error log that the programmer crashed. The programmer hard drive was reconfigured and software was reloaded. The programmer was returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed. The programmer was returned for service. There was no patient involvement.